Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All supplied information has been reviewed and we have not been able to confirm the complaint. A documentation review has been conducted, confirming previous complaints of this nature, with corrective actions assigned, which established an inadequate standard operating procedure as the root cause. The complained product was released prior to the actions being initiated. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the 4th layer of a box of profore multi-layer high compression bandaging system does not come off of the roll very easily. It appears that the layers are sticking to each other. As this was noticed in a non-surgical environment, there was no patient involvement.